Event description:
The customer called and reported the insulin pump alarmed to indicate the force sensor system was compromised. The customer's blood glucose was 136 mg/dl. Customer was treating with manual injections. The customer stated the insulin pump had not been bumped or dropped prior to the alarm. It was found the drive support cap was sticking out. The customer did not recall pressing it while connected. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed a33 during the basic occlusion test due to protruded loose drive support disk. The insulin pump was received with cracked lcd window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.